Event description:
It was reported that an infusor leaked in the overpouch. The process step was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from july 7, 2014 ¿ july 9, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.